Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure the right-ventricular (rv) lead exhibited low sensing. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination were normal with no anomalies found.